Manufacturer narrative:
There is limited information about the device. Attempts were made to obtain additional information.

Event description:
Medtronic received information that the distal marker band was missing from the echelon micro catheter. No patient injury was reported as a result of this event. The catheter was flushed as indicated in the IFU. No further information was provided.

Manufacturer narrative:
Device available for evaluation - device evaluated by manufacturer- additional information the device was returned for evaluation and the clinical observation was confirmed. As received the 1.5mm distal marker band and tip were found missing from the catheter. Additionally, the returned segment of the catheter found that the tubing material at the broken end exhibited with jagged edges, exposed braid and stretching. We are unable to definitively determine the cause of the separation; however it is possible that the catheter separated when exceeding the tensile strength of the tubing material. All products are 100% inspected for damages and irregularities during manufacture. The lot history record review showed no discrepancies that would have contributed to the reported experience. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.